Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim right angle programmable valve was reportedly obstructed during surgery. No patient injury and no surgical delay reported. The shunt valve was changed to a new one.

Manufacturer narrative:
The hakim valve as returned for evaluation. Device history record (DHR)- the product code 82-3838 with lot number 4253735, conformed to the specifications when released to stock failure analysis- the valve was visually inspected; no defects were noted. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to particles build up, as noted in the "IFU": do not fill, flush, or pump the valve with fluid in which cotton, gauze, or other lint-releasing material has been soaked, at the time of investigation no occlusion was noted.

Event description:
N/a.